Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements. The physician elected to surgically explant and replace the ra lead to resolve the event. The patient was stable with no additional adverse consequences. The correct ra lead information has been updated and corrected since the initial vigilance report. The lead was discarded and was not returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
(B)(4) captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited high impedance measurements. The physician elected to surgically explant and replace the ra lead to resolve the event. The patient was stable with no additional adverse consequences.